Event description:
Caller reported blood glucose results of 216 mg/dl and 65 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.